Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Patient had a primary total hip on (B)(6) 2018. She had a subsequent fall. She saw the surgeon for follow up with pain. Cat scans revealed medial wall fracture. The patient was scheduled for a revision. The patient was revised to a revision shell with bone graft and screws and an mdm liner. The operation was completed successfully.